Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the intermittent video issue. The technician reported unspecified cable damage. The spectrum smart cable was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the picture went out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.